Event description:
Three biostingers were implanted during a meniscal repair in 2000. The pt developed pain in the surgical area approximately one and a half months after the surgical procedure. The pt was returned to surgery for removal of one of the implants. The implant had migrated into the subcutaneous tissue outside of the joint capsule. The head was missing off of the implant when removed.